Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit stopped even if connected. There was no patient injury or harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit stopped even if connected. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was not properly connected to the trolley. To fix the issue, the fse properly connected unit. The fse returned the unit to the customer in good working condition.